Manufacturer narrative:
Device evaluated by MFR: investigation results indicate that the bur potentially had contact with metal (cut guides or surgical instruments)the potentially resulted in overload conditions causing the rounded tip to fracture away from the rest of the bur. The IFU(instructions for use) of attachments associated with this device warn the user against this type of use: "do not apply excessive pressure. Monitor heavy side loads and/or long operating periods to prevent overheating of the distal tip and body of the handpiece and/or attachment. Excessive pressure may bend or fracture the cutting accessory" the quality investigation is complete.

Event description:
It was reported that during a proximal interphalangeal (pip) joint surgical procedure, the tip of the bur broke. It was also reported that the broken tip was embedded in the bone, attempts were made to remove the tip, but it could not be found. It was further reported that there were no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a proximal interphalangeal (pip) joint surgical procedure, the tip of the bur broke. It was also reported that the broken tip was embedded in the bone, attempts were made to remove the tip, but it could not be found. It was further reported that there were no delays as a result of this event and the procedure was completed successfully.